Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the right motor is loud and pulls to the right no error. Noise occurs with weight in the chair. Patient weight (B)(6).